Manufacturer narrative:
Investigation summary: bd received 6 photos for investigation. The photographs showed red fm which resembles blood and a pierced stopper. This conveys that the tube was used. However, blood is not used in the manufacturing process, so this defect would not have been caused by bd. Furthermore, a total of 100 retained samples were visually inspected, and no foreign material or pierced stoppers were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: foreign matter-blood and hole in product/component. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k3e 7.2mg plus blood collection tubes, foreign matter-blood was found in one tube that appears to have a punctured stopper. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® k3e 7.2mg plus blood collection tubes, foreign matter-blood was found in one tube that appears to have a punctured stopper. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 6 photos for investigation. The photos showed red foreign material resembling blood and a pierced stopper, indicating the tube was used. Furthermore, a visual inspection was conducted on 100 retained samples, and no foreign material or pierced stoppers were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes foreign matter-blood and hole in component. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.